Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a transurethral ureterolithotomy procedure. According to the complainant, during the procedure, the balloon burst and leaked on the second attempt at inflation. The balloon was inflated with contrast media and a leveen inflator included in the balloon kit. It was reported that the leakage occurred when the balloon was inflated to about 4-6 atm and that it occurred in the middle of the balloon material. The device was then removed from the patient and a scope was inserted to view the lesion where the leakage occurred. A perforation in the ureter was noticed where the balloon had been placed. The stone removal portion of the procedure was aborted and no stones were removed from the patient. The physician completed the procedure by placing a ureteral stent where the perforation occurred. The patient was kept for observation and presented with pain for 2 days post procedure. It was reported that the patient recovered and was discharged from the hospital on (B)(6) or (B)(6) 2011 without any problems. The physician planned to perform a stone retrieval procedure at an unknown date.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a transurethral ureterolithotomy procedure. According to the complainant, during the procedure, the balloon burst and leaked on the second attempt at inflation. The balloon was inflated with contrast media and a leveen inflator included in the balloon kit. It was reported that the leakage occurred when the balloon was inflated to about 4-6 atm and that it occurred in the middle of the balloon material. The device was then removed from the patient and a scope was inserted to view the lesion where the leakage occurred. A perforation in the ureter was noticed where the balloon had been placed. The stone removal portion of the procedure was aborted and no stones were removed from the patient. The physician completed the procedure by placing a ureteral stent where the perforation occurred. The patient was kept for observation and presented with pain for 2 days post procedure. It was reported that the patient recovered and was discharged from the hospital on (B)(6), 2011 without any problems. The physician planned to perform a stone retrieval procedure at an unknown date.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Visual analysis of the returned device revealed that the balloon material had a 35 mm longitudinal tear. A visual and tactile analysis of the catheter shaft revealed no defects. Operational context contributed to this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a transurethral ureterolithotomy procedure. According to the complainant, during the procedure, the balloon burst and leaked on the second attempt at inflation. The balloon was inflated with contrast media and a leveen inflator included in the balloon kit. It was reported that the leakage occurred when the balloon was inflated to about 4-6 atm and that it occurred in the middle of the balloon material. The device was then removed from the patient and a scope was inserted to view the lesion where the leakage occurred. A perforation in the ureter was noticed where the balloon had been placed. The stone removal portion of the procedure was aborted and no stones were removed from the patient. The physician completed the procedure by placing a ureteral stent where the perforation occurred. The patient was kept for observation and presented with pain for 2 days post procedure. It was reported that the patient recovered and was discharged from the hospital on (B)(6), 2011 without any problems. The physician planned to perform a stone retrieval procedure at an unknown date.